Manufacturer narrative:
The returned product was evaluated and no evidence of any mfg deficiency was found. The fluid path was found to be unobstructed by any internal occlusion; fluid exited the cannula tip when the mechanism was rotated. The occlusion sensor and insertion mechanism both were found to function as intended and be free of defects. No signs of internal leakage, chassis cracks or loose batteries were detected the insulin reservoir, however, was found to contain an air bubble of approx 6-8 insulin units in size. This condition can result in interrupted insulin delivery and contribute to hyperglycemia. This is most likely caused by injection of air into the reservoir during the device filling process (user error). Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns, "never inject air into the fill port. Doing so may result in unintended or interrupted insulin delivery," and cautions "avoid using insulin from more than one vial, which may introduce air into the syringe." Insulet has opened an investigation into the issue of air in the insulin reservoir, which is ongoing at the time of this report.

Event description:
Customer reported blood glucose readings in the 250-350 mg/dl until she corrected with a manual insulin injection. She uses a continuous glucose monitor and couldn't report exactly values or times.